Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through review of the literature article titled "gradually increasing pacing impedances with normal sensing values in pacemaker and defibrillation leads: a watchful waiting strategy" that high pacing impedance was observed and addressed by monitoring or reprogramming. Specific patient information was not able to be provided. No further information is available at this time.